Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 400mg/dl at the time of incident and was 371mg/dl at the time of the call. The customer was assisted with troubleshooting and the customer indicated that the pump shut off by itself and would turn back on but with a blank display. Troubleshooting advised customer that a new replacement battery cap would be sent to them however, the customer indicated that they previously received a replacement battery cap which did not resolve the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.